Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited tissue overgrowth on the inflow of the valve, and a tear on the non-coronary cusp. The decision was made to explant and replace the valve, which was performed without reported patient complication.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible. A large tear and abrasions in the left cusp appears to be associated with a long suture tail and/or wear on the bias cloth. Remnants of glistening off white pannus remains attached to the tissue and base stitching adjacent to the non-coronary and left cusps extending 1 to 2 mm onto each cusp. Radiography shows trace mineralization in the host tissue adjacent to the non-coronary cusp. Conclusion: reduced performance of the device appears to be related to implant technique, likely due to long suture tail. The device was replaced without reported complication.